Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported intermittent complaint. The control panel was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had an intermittent the bag/vent switch failure. There was no report of patient involvement.